Event description:
The customer stated the insulin pump was exposed to an MRI. The customer also stated the paramedics were called on two occasions due to low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.